Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 having therapy delivery problems. There was reportedly no patient involvement. The biomed evaluated the device on site and worked with the rse. It was determined that this was a malfunction of the therapy capacitor. It will be ordered to customer for their replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy capacitor. The reported problem was confirmed only by the biomed. The customer / biomed will be replacing the therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.